Event description:
A hospital in (B)(6) reported that the pressure fluctuates when the rd900 neopuff infant resuscitator maximum pressure valve is touched. It was reported that the neopuff may have been dropped. No patient consequence was reported.

Manufacturer narrative:
It was concluded that the imhs cp nail fractured by metal fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, leading to overload fracture. Fatigue cracking is caused by the nail bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union. No materials or manufacturing deviations were found in this investigation.

Event description:
It was reported that a revision surgery was performed due to a broken nail.